Event description:
It was reported that the patient presented with high, out-of-range pacing lead impedance and an episode of noise detected in the ventricular fibrillation zone. It was determined to likely be a lead fracture. The lead was capped and replaced. Patient was fine post-procedure.

Manufacturer narrative:
(B)(4).